Event description:
It was reported that during a pre-use inspection of the gastrointestinal videoscope, a foreign object resembling limescale was expelled from the nozzle when water was pumped through it. The object was brown, less than 1 cm in size, and in small pieces. The issue occurred during preparation for an upper endoscopy diagnostic procedure and which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated h3. Corrected g2. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. The component analysis detected protein, cellulose, ester, and silicic acid, which suggests that the reprocessing may have been inappropriate and was not completed per instructions for use (IFU). There was no physical damage to the area where the foreign matter remained. However, a root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). The detection method is described in chapter 3, "preparation and inspection," of the operation manual for gif/cf/pcf-290 series. The instruction manual for use gif/cf/pcf-290 series, cleaning/disinfection/sterilization section, chapter 5, reprocessing of endoscopes (and accessories that are reprocessed together), describes preventive measures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.